Manufacturer narrative:
During a noah galaxy-assisted bronchoscopy procedure, the patient experienced a rhythm change on the monitor, which progressed to bradycardia and cardiopulmonary decompensation. In response, the medical team initiated CPR and administered emergency medications. The patient was subsequently hospitalized, and a balloon pump was placed for cardiac support. The physician did not attribute the event to the use of the galaxy device, instead citing the patient's pre-existing cardiac history and the effects of anesthesia as likely contributing factors. An investigation conducted by a clinical engineer, including a review of the video log, identified no use error or device-related malfunction that could have caused or contributed to the event. The incident has been reported to the FDA to document the adverse event.

Event description:
During a galaxy-assisted bronchoscopy procedure, the patient exhibited changes in cardiac rhythm, which progressed to bradycardia and cardiopulmonary decompensation. In response, the medical team initiated CPR and administered emergency medications. The patient was subsequently hospitalized, where a balloon pump was placed for cardiac support. The physician did not attribute the event to the use of the galaxy device, but rather to the patient's pre-existing cardiac history and the effects of anesthesia.